Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon ts knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient states he owns a stryker triathlon knee implanted on (B)(6) 2012 and has only 90 degrees of movement instead of 135 degrees of movement. As well as extreme pain and swelling. As per patient, manipulation has been done as well as removal of scar tissue.